Event description:
It was reported that the patient was having issues with readings while on double battery power. The patient did not have any issues with wall power. The current readings that were submitted did not reflect electromagnetic interference. It was suggested that the patient take readings on wall power or when the batteries are out to the side. It was noted that some patient had more successful readings with the batteries out to the side, in these cases it was not suggest that the holster be worn but rather kept out to the side as far as comfortably possible. The cause of the problem had not been determined.

Manufacturer narrative:
A4: patient weight not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event cannot be conclusively established through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information, updated. Section d, d4: serial number/ lot number/ expiration date/ primary UDI number, updated. Section e, initial reporter information, updated. H4: device manufacture date, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.